Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting the device replaced next week and getting a new one put in. Patient said they have had trouble w/ the current device and it has been off for 2 months. Patient said things are pretty good with the device off. Patient said they dribble a little w/ the device off. Patient said the device was causing them to have a bowel movement every time they urinated which was annoying. Patient said since turning stim off their bowel movements have went back to normal. Patient said they are dribbling more and are sometimes up 3-4 times at night. Patient also had an episode about a month ago where they had been driving for an hour and when they stood up they urinated. Patient said the evaluation was successful. Patient said they didn't change programs that often. Patient said the ins battery is about to go. Patient doesn't know when the bowel issues started but noticed it increasing at some point even this year. The last time the patient saw the hcp the thought they had turned stim off but when the hcp checked the device is was on. Patient said they don't know how they didn't turn stim off because they pushed the correct button. The patient was redirected to their healthcare provider to further address the issue.